Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the terminal pin of the right ventricular (rv) lead was bent. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the terminal pin of the right ventricular (rv) lead was bent. The lead was discarded and replaced. No patient complications have been reported as a result of this event.